Event description:
It was reported, the pt has not used or recharged her ipg since (B)(6) 2011. It was also reported, the charger and programmer can no longer communicate with the ipg. An sjm representative attempted to troubleshoot the issue but was unsuccessful. The pt will undergo surgical intervention on a late date.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.